Manufacturer narrative:
Product event summary: it was reported that the battery had a "tear in the power lead covering". The battery was not returned for evaluation. Review of the receiving manufacturing records confirmed that the associated device met all requirements for release. Failure analysis could not be performed as the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a tear on the output cable can be attributed to the handling of the device. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had a tear in the power lead covering. The battery was exchanged. No patient complications have been reported as a result of this event.